Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A bent video connector pin was causing no image with analog scopes. Additionally, the bottom chassis was found corroded. The unit was equipped with the old version main switch and software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his visera elite video system center was not producing an image during testing prior to a case. Additional details relating to the patient and the event have been requested, but were not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ based on the results of the investigation, it is believed that the reported malfunction was likely caused by the bent connector pin discovered during the device evaluation. The bent video connector pin could have compromised the video connection causing no image to appear during testing. Olympus will continue to monitor the field performance of this device.